Event description:
We received an allegation of questionable inr results for one patient tested on two coaguchek xs meters compared to an unknown laboratory methodology. The serial number of the first coaguchek xs meter was (B)(4). The serial number of the second coaguchek xs meter was (B)(4). At 9:30, the patient's inr result on the first coaguchek xs meter with test strip lot 56560715 was 5.4 inr. At 9:31, the patient's inr result on the second coaguchek xs meter with test strip lot 52818113 was 5.5 inr. At an unknown time, the patient's hospital inr result was 3.21 inr. The patient's therapeutic range was requested but not provided. Coaguchek xs pt test strip lot number 56560715 has an expiration date of 31-mar-2023. Coaguchek xs pt test strip lot number 52818113 has an expiration date of 31-jul-2022.

Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.